Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient but the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1.initial reporter addr 1:(B)(6). Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer identified a ghost failure on site. It was found that the latch assembly screws on the auxiliary half-height smart 4.2 drawer were missing and loose, and the customer was able to recover successfully. The customer logged in, inventoried medications, and tested the auxiliary half-height smart 4.2 drawer, confirming proper functionality. All drawers and slides were tested to ensure proper operation. The top cover was opened to inspect connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device. E.1.initial reporter addr 1 :(B)(6).